Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was an issue during priming process. Insulin pump had insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm. Pump alarmed insulin flow blocked during manual prime. It was stated that insulin did not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. Customer did not able to exit the load reservoir process or preparing to prime loop. Advised customer to disconnected. Select load and hold down until load reservoir process completes. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly during testing. No unexpected prime or fill anomalies or insulin flow blocked alarm noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4).